Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer experienced a blood glucose (bg) level of 600 mg/dl and large ketones. Manual injections were administered and fluids were consumed to address the bg and ketone level. The customer stated that no insulin was observed exiting the cartridge patient line during the occlusion alarm, due to this observation tandem technical support advised the customer that this could mean that the occlusion alarm was within the cartridge. It was reported that the customer took a pump break and reverted to manual injections for insulin therapy. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.